Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('there are embedded silver metallic coiled wires compatible with essure coil') and fallopian tube perforation ('left coil distal lateral tip appears to be under the peritoneum (suggestion of perforation of distal tip)') in an adult female patient who had essure inserted. The patient's medical history included paratubal cyst. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on 19-mar-2020. At the time of the report, the embedded device and fallopian tube perforation outcome was unknown. The reporter considered embedded device and fallopian tube perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 5-aug-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('there are embedded silver metallic coiled wires compatible with essure coil') and fallopian tube perforation ('left coil distal lateral tip appears to be under the peritoneum (suggestion of perforation of distal tip)') in an adult female patient who had essure inserted. The patient's medical history included paratubal cyst. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the embedded device and fallopian tube perforation outcome was unknown. The reporter considered embedded device and fallopian tube perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.